Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't find similar complaints on the lot 9132239. B3: estimated date.

Event description:
According to the available information there was a presence of foreign body, a hair or wire inside the sterile pouch.

Manufacturer narrative:
In september, we received one sealed sample. At visual examination, we saw a hair in the primary packaging. This sample was sent to our hungarian site which packaged this product. After receiving this complaint, we searched for other complaints and didn't find similar complaint on the lot 9132239. Checking quality database revealed no anomaly in connection with the described problem. Our hungarian site performed its investigation: potential root causes identified: - this is an accidentally issue, during the production and packaging process, the hair can be gone into the packaging. - second, supplier related issue, the raw material have arrived with already polluted by hair. - third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. Action(s): - all involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. - continuously inform the supplier about the affected lots to improve their processes, if the received lots affected by hair contamination." In addition our supplier, who sends the intermediate product to our hungarian site, has re-sensitized production operators about "hair presence" in november 2024 and about a good manufacturing practice in may 2024.

Event description:
According to the available information there was a presence of foreign body, a hair or wire inside the sterile pouch.